Event description:
It was reported that coupling and/or communication issues occurred. It was recommended to perform an x-ray to determine if the implantable neurostimulator (ins) had flipped. Subsequently, a revision was done which determined the ins had flipped. The ins was flipped back and no further issues had been reported.

Manufacturer narrative:
Lead model 3777 lot # v401594009 implanted: (B)(6) 2011 explanted: unk lead model 3777 lot # v616292006 implanted: (B)(6) 2011 explanted: unk patient programmer model 37743 serial # (B)(4) implanted: na explanted: na recharger model 37752 serial # (B)(4) implanted: na explanted: na.